Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump all operating currents are within specification. No unexpected failed battery test alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm and no ramping numbers noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported that while the customer was giving a bolus, the numbers on the insulin pump started scrolling on their own. Customer even changed the battery, got a failed battery test, and a button error. Customer's blood glucose was 187.2 mg/dl. Customer also stated keeping the insulin pump inside her bra. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.